Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced the rubber stopper remaining in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "according to the customer's report, bd's tube was used with non-bd's holder for blood collection. After blood collection, the tube was not detached from the holder and the cap only stayed with the holder, resulting in blood spillage."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) plus blood collection tubes experienced the rubber stopper remaining in tube (stopper/shield separation). The following information was provided by the initial reporter. The customer stated: "according to the customer's report, bd's tube was used with non-bd's holder for blood collection. After blood collection, the tube was not detached from the holder and the cap only stayed with the holder, resulting in blood spillage."